Event description:
Painful injections in thighs [injection site pain]. Case description: non-serious. This case is a report from a co sponsored support program in the united states referring to a female pt. The pt's mother reported this case in response to a call from a program vendor. No past medical history was reported. Concurrent conditions present at the time of the event included hypothyroidism. No allergies were reported. Concomitant medications included levothyroxine sodium. In 2006, the pt rec'd nutropin aq via the pen device, (0.8 mg, 6/week, sc) for the indication of pediatric growth hormone deficiency. The lot number for nutropin aq was not reported. The lot number for the pen device was e046. The pt's prior history of exposure to lot number e046 was not reported. The date of last administration prior to the onset of the event was not reported. In 2007, the pt experienced painful injections in her thighs (injection site pain). The patient's mother reported that there were no problems with the vial, but with the actual pen. "The pen was hard to push and caused pain". She also reported that the needle size had stayed the same. No relevant laboratory tests or treatments for the event were reported. No action was taken with nutropin aq. It was reported that the pen with lot number e046 was returned. It was not reported whether the pt switched to a different lot number. At the time of this report, the outcome of the event had not been provided. Reports from pt support programs are regarded as solicited in nature and an implied causality cannot be inferred. No other etiologic info was reported. This report was forwarded to genentech product quality and assigned. Additional info has been requested. Pharmacovigilance: injection site pain is unlabeled in the uspi for nutropin aq pen, and labeled in the uspi and expected in the ib for nutropin aq. A report of painful injections in the thighs occurring because the pen was hard to push in a female pt from the united states. This case is also a product complaint.